Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. A field service engineer (fse) logged into the hardware test application and tested the remote manager with no issues. The fse then shutdown the device, cleaned, tightened and greased the latches and rebooted the device. After rebooting the device, the ghost failure was still showing. The fse then logged into the desktop and disabled the drawers. After bringing up the application, all drawers were not showing. The fse then logged into the desktop again and re-enabled the drawers. After rebooting the device, no failures were showing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager failed and was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.